Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unk. The sample has not been returned for eval to date. The results of the investigation are inconclusive. It is unk whether pt or procedural factors contributed to this event. Note: event description indicates 2 events occurred; see 2020394-2006-00419 for the other event.

Event description:
It was reported by a physician that he had experienced 2 occasions where during a biopsy, the needle did not close completely making it difficult to remove the needles from the breasts. Physician reported that it took some effort to remove the needles. The procedure was performed using ultrasound. The pt experienced pain upon removal; however, there was no pt injury.